Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. Customer reported that the insulin pump alarmed no delivery during manual prime. Customer stated she has gone through, at least, twenty infusion sets/reservoirs due to this issue. Customer was not able to troubleshoot at the time of the call. Therefore, the cause of the issue could not be determined. Product is being returned based on the customer's request.